Event description:
The customer reported that there was a pre-charge error. This error will likely prevent the sys from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced and the filament was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.